Event description:
It was reported that the patient was making good progress with her cochlear implant. During a fitting appointment on (B)(6) 2014, there was no problem observed. The patient was brought to the clinic again on (B)(6) 2014, as the parents reported that she had no hearing perception for last 2 days. No specific trauma was reported by the parents. Re-implantation is being considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.